Event description:
A malfunction alarm was reported, but no notable events occurred prior to this issue. The malfunction code shown was identified as malf 0, and there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and it was noted that the malfunction did not recur after this action. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.